Manufacturer narrative:
The doctor did not provide a cause for the abutment fracture; however the doctor stated that the patient is doing fine and received a new bridge. An evaluation of the returned abutment indicated that it met product specifications. Therefore it may be concluded that the fracture was not due to a product failure. Please note that this (B)(4).

Event description:
On (B)(6), 2011 a doctor reported to (B)(4) that a pitt easy abutment fractured.